Event description:
Analysis of a generator was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the test, ¿backup cap neg to can¿; 729.484pf (limits 2700.00pf ¿ 5400.00pf). With an external capacitor connected between the generator case and positive output, the comprehensive automated electrical evaluation showed that the generator was operating according to functional specifications. The negative feed-thru capacitor was electrically open. The most probable root cause for the backup capacitor test was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor. There were no additional performance or any other type of adverse conditions found with the pulse generator.